Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 8 infusion sets adhesive on 20-jun-2024. The issue was resolved by replacing infusion set and resuming insulin. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 8